Manufacturer narrative:
Following multiple attempts to clarify the type of dissection and what product caused the dissection, it cannot be concluded that a csi device definitely did or did not cause the reported event. It is also still unclear what type of dissection occurred. Additional information has been requested but not received. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported device was unable to be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
A "type 1" dissection was caused by a guidewire during a procedure in which a csi orbital atherectomy device was used. A stent was placed to treat the dissection, and the procedure was completed. Additional information regarding the brand of guide wire and type of dissection was requested but not received. Clinical subject identifier: (B)(6).